Event description:
The pt 's one touch basic original meter would not turn on. The last time the pt was able to test on his meter was sometime last week. The pt had called his doctor for advice, but the reporter was unable/unwilling to answer if the pt had received treatment. It is also unk if the pt had experienced symptoms at the time of concern. His blood glucose level was tested on the doctor's meter, but the result was not provided. During troubleshooting. It was verified that this was not a new product. The reporter was asked to press the power button, but the meter did not turn on. The batteries were checked and they were correctly installed and the condition of the battery contacts was also good. The batteries were last replaced less than a year ago. Based on the information provided, there is an indication that the product has malfunctioned. However, there is insufficient information to conclude that the product caused or contributed to any injury. The power issue was not resolved with troubleshooting. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.